Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration issue. A technical support specialist inspected the station and confirmed the host was sending the facility code that maps to the existing one. Changed it to a different facility code. The changes were approved and applied, and now patients are showing on the correct unit/facility. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system messages in epic were going to the wrong location due to improper reconfiguration. Patients were showing up in the wrong location and not crossing over. The customer reported that had to override to pull medication. There were no adverse events or injuries reported based on this event.